Manufacturer narrative:
MDR for the sion guidewire used in combination will be submitted under 3003775027-2016-00121. Subject corsair was returned to manufacturer on 07/04/2016, investigation revealed twisting heavy damage with the tip that had not been reported from the facility, and severe bend of shaft at approx. 25cm from product tip end. These suggested the possibility of some damage of the inner part of the shaft or the lower plastic layer. The date when the device was returned is quoted as the date of awareness for this MDR report. During processing of this complaint, attempts were made to obtain complete event. No patient injury or health impact is reported relating to this corsair catheter, however the possibility that a part of the damaged catheter material may eventually remain in the patient anatomy. Investigation of returned catheter revealed the trace of severe bend of the shaft and deformation damage of the inner braid at approx. 25cm from product distal end. It is inferred that the guidewire manipulation in the catheter of which shaft was severely bent resulted the scratching damage to the ptfe coating of the guidewire, and the abrasive damage to the lower layer of the plastic layer. Also, catheter tip end was thought to have been trapped in the vessel, where rotational manipulation was made to the catheter, resulting the twisting damage of the tip end. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. Asahi intecc products are inspected as part of the production process, and must meet their product specification criteria prior to final release. There were no anomaly found in the final release records for the lot involved in this reported event and no indication of product deficiency. IFU describes in warning; if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the operation while the cause of the problem is not identified may cause damage to or separation of the catheter, and damage the blood vessel. In the worst case, life-threatening adverse events may occur.) The user can rotate the device when inserting, withdrawing, and passing through stenotic areas. However, do not turn the catheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. If the device is trapped or suspected to be trapped, rotating operation must be avoided.

Event description:
Reportedly, in the procedure to cto lesion at rca #2, after the device stuck experience with other corsair and gaia third combination, physician advanced anew this subject corsair catheter and a sion guidewire as combination by retrograde approaching manner, and lesion crossing was attempted. Again it was noted that the devices got stuck each other, so that the devices were removed out a unit. Upon flushing the catheter greenish fragment was observed and was supposed to be the ptfe coating scraped off from the guidewire. There was no health impact to the patient.

Manufacturer narrative:
(B)(4).